Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that there were issues with three pipeline vantages stents. (Pli 10) one was not fully apposed to the vessel wall. (Pli 20, pli 30) the other required balloon angioplasty to achieve wall apposition. The patient was being treated for unruptured saccular aneurysms. Two were in the left internal carotid artery (ica) and one was in the right ica. The distal landing zine was 4mm and the proximal landing zone was 4mm. The vessel tortuosity was moderate. The devices were prepared as indicated in the instructions for use (IFU). (Pli 10) on post-deployment imaging/angio the stent distal end looked fully open but not fully apposed to the vessel wall on anterior cerebral artery (aca) side of the ica terminus, balloon angioplasty performed but not successful. Decision to deploy second stent distally to create a scaffold from ica into m1. (Pli 20) the proximal end of the stent did not open fully during deployment. Troubleshooting was offered by medtronic representative (rep) to assist but decided to pursue balloon angioplasty via wire exchange. Rep recommended to use exchange wire in order to maintain access through the stent scaffold. Balloon angioplasty was successful in opening the proximal end of the stent. (Pli 30) proximal end of stent did not open fully upon deployment. Tried to deploy the device with system under load against outer wall, corrected under instruction by rep and advice on unsheathing/deployment given but issue above occurred despite this. Balloon angioplasty was used to achieve full wall apposition. More that 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. Angiographic result post procedure was all 3 flow diverters were intact/patent. Ancillary devices: phenom 27 microcatheter additional information was received indicating the stent was not placed in a vessel bend.